Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) of the left anterior descending (lad) artery, a dissection occurred. A 7-french cls 3.5 guiding catheter was used to engage in the left coronary artery. A guide wire was then used to cross the lesion in the lad. A 2.5mm balloon, unknown type, was advanced down the lad, but before the balloon could be positioned, repeat imaging revealed a dissection in the left main (lm) artery. At this point, another wire was advanced and placed in the diagonal (dx) artery to protect the left system in case of closure of the lm. Multiple images showed the dissection area seemed to have resolved, but the physician determined that the pt would benefit from coronary artery bypass grafting (CABG). The pt remained asymptomatic throughout the procedure and was taken to the operating room in stable condition. Additional info regarding this event is not available.